Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. Prior to sensor insertion the area was prepped with alcohol. The patient's sibling stated the night before the event (B)(6) 2023) was the end of the sensor session. The patient started crying because he developed pain at the insertion site. They decided to keep the sensor on to complete the full 10-day session and removed the sensor the next day. The patient developed redness, swelling, inflammation, and cellulitis under the sensor patch on (B)(6) 2023. On the same day, they went to the emergency department (ed) and the physician checked the reaction site and prescribed a course of oral antibiotic and steroid medications (amoxicillin and prednisone, unspecified tablets). The patient was discharged home 1.5 hours later. At the time of the report the patient had pinkness and a raised scar at the needle puncture site. On 03/27/2025, follow up contact was made with the patient's sister who confirmed there were no diagnostic testing done in the ed to confirm the cellulitis and the wound had already healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.